Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the reported issue was confirmed in the event history. A travel course error was found in the history log. The main cause of the customer's complaints was the worn-out clutch parts. The clutch components were replaced to address this issue.

Event description:
It was reported that the pump repair failed occlusion testing. There was no patient involvement and no harm.